Manufacturer narrative:
A beckman coulter field service engineer (fse) was not sent to the customer site. The customer replaced the na (sodium), k (potassium) and cl (chloride) electrodes to resolve the issue. (B)(4)..

Event description:
The customer reported receiving erroneous high patient results for sodium (na) on the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event.